Manufacturer narrative:
B3: date of event is unknown. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the bio connector is leaking potassium and tazozin. There was no reported patient involvement.